Event description:
It was reported that during unpacking, stent damage occurred. A 3.00x38mm promus premier stent was selected to treat the lesion. During unpacking the physician noticed that there were visible raised up stents on the proximal end after it was taken out of the hoop, he felt it was physically damaged and he never use it to his patient. He got another device of the same size and used without issues to his patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. Based on the analysis it may be possible that the damage to the proximal end of the stent occurred during the preparation and handling of the device while removing the stent protector however this cannot be confirmed. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during unpacking, stent damage occurred. A 3.00x38mm promus premier stent was selected to treat the lesion. During unpacking the physician noticed that there were visible raised up stents on the proximal end after it was taken out of the hoop, he felt it was physically damaged and he never use it to his patient. He got another device of the same size and used without issues to his patient. No patient complications were reported and the patient status is fine.